Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Joint fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011, from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthritis. The pt's med history was not provided. On (B)(6) 2011, the pt initiated synvisc 2ml 1/week. On (B)(6) 2011, the third and final synvisc injection was given. On (B)(6) 2011, the pt experienced joint fluid retention. Joint aspiration was performed and 40cc of yellow, transparent fluid was aspired. Analysis of the synovial fluid showed neutrophils 3+, lymphocytes 2+, protein 5.0 unk units, and glucose 0.16 unk units. An injection of dexamethasone sodium phosphate was administered to the pt for treatment. On (B)(6) 2011, another 7 cc of joint fluid was aspired. The event alleviated. No action was taken with synvisc treatment as the pt had completed the regimen of three injections. Concomitant medications were not provided. The intensity for the event of joint fluid retention was not assessed. The reporting physician assessed the relationship between synvisc and the event of joint fluid retention as definitely related. The pt's outcome for the event of joint fluid retention was reported as not yet recovered.